Manufacturer narrative:
Date of event: as the date of the follow-up examination approx. One week after the procedure is unknown, (B)(6) 2022 will serve as the date of event for this report. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of abdominal aortic aneurysms using a gore® excluder® aaa endoprosthesis. A gore® excluder® iliac branch endoprosthesis (ibe) was also implanted on the patient¿s left side. On an unknown date approximately one week after the procedure, a follow-up CT scan reportedly showed an occlusion of the left internal iliac artery. It was reported the distal end of the ibe internal iliac component was implanted in a tortuous/bent region of the internal iliac artery and appeared to be occluded. The patient was asymptomatic, and no further treatment was given. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
B5: additional information received on september 15, 2022. Event description has been updated. H6: conclusion coding remains unchanged. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿

Event description:
On (B)(6), 2022, the patient underwent endovascular treatment of abdominal aortic aneurysms using a gore® excluder® aaa endoprosthesis. A gore® excluder® iliac branch endoprosthesis (ibe) was also implanted on the patient¿s left side. On an unknown date approximately one week after the procedure, a follow-up CT scan reportedly showed an occlusion of the left internal iliac artery. It was reported the distal end of the ibe internal iliac component was implanted in a tortuous region of the internal iliac artery and appeared to be occluded. The patient was asymptomatic, and no further treatment was given. The patient tolerated the procedure, on an unknown date in early (B)(6) 2022, symptoms of claudication were reportedly observed. On an unknown date in (B)(6) 2022, contrast CT scan showed thrombus occlusion from the left internal iliac artery extended to the bifurcation of the trunk ipsilateral leg endoprosthesis. On (B)(6) 2022, thrombectomy was performed and an additional stent graft was implanted. Blood flow to the patient's left side was successfully restored. The patient's current status is unknown.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 3221 - the device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿